Manufacturer narrative:
The returned tb-0535fc (lot#kr856484) was evaluated for ¿the jaw of a thunder beat device break off¿ issue. The reported complaint was confirmed. Visual inspection noted that the device attached to the usg-400/esg-400. Probe check was performed and the device failed the probe check testing and a u509 ultrasonic probe error was observed. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is foreign material, consistent with use. The ptfe pad (teflon pad) was inspected and found in heavily worn condition with no metal exposed. In addition, the probe tip is found detached from the distal end. The breaking point measures approximately at 0.638¿ of the probe. The probe tip was not returned along with the device. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation and investigation results, the reported issue of the device break off was confirmed. The device was received with a detached probe tip however, the tip was not returned. The likely root cause of the issue is attributed to user mishandling. As a preventive measure, the instruction manual states: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad.¿

Event description:
It was reported that the jaw of a thunderbeat device broke off during a procedure. No harm to the patient was reported. The surgeon was able to retrieve the broken piece. Customer stated that the issue happened towards the end of the procedure and no other device used.